Event description:
On 19aug2024 a complaint was received from (B)(6) hospital indicating " the pump "failed causing significant hypotension" according to the attached tag. (Sn (B)(6))". No additional information was provided at the time. On 14oct2024 medwatch report (B)(4) was received stating the following "the patient returned from the operating room on epinephrine, norepinephrine, and propofol IV infusions, s/p (status post) a craniotomy, with subdural empyema evacuation. The infusion pump stopped working, resulting in hypotension bp 85/47. The pump did not alarm when it stopped. The patient had to be given a rescue dose IV push epinephrine to prevent an arrest.".